Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the hcp inquired about having the device checked as they suspected it may not be working as well as it had been. The hcp indicated the patient is in the hospital for recurring infections. The hcp reported the issue started about 2 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.